Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that on sunday experienced a momentary shock right at ins site when stood up from a rocking chair. Patient said that this happened again yesterday when was laying in bed. Patient said only feels this sensation at ins site and not where she typically feels stimulation sensation. When asked, patient said hasn't had any falls or trauma since implant. The patient was redirected to their healthcare provider to further address the issue. Redirected patient to schedule appointment to have connection checked and reviewed that hcp can contact stim ts for support or arrange for medtronic representative to assist.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.